Manufacturer narrative:
(B)(4). (B)(6). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb scaffold is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2013, a 3.0x18mm absorb bioresorbable vascular scaffold (bvs)was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2015, 75% in scaffold restenosis was observed per coronary angiogram. On (B)(6) 2016, the patient was hospitalized for stable angina. Another percutaneous intervention was performed in the mid lad, placing another stent as treatment. The event resolved without sequela. There was no additional information provided.